Event description:
It was reported that the right ventricular lead exhibited low high voltage impedance. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited low high voltage impedance. Programming changes were performed. The patient was in stable condition.